Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having problems with her device; no additional details were provided at the time of the report. No symptoms were reported. No further complications were reported/anticipated.